Event description:
A malfunction alarm, identified by a specific code, was reported. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided instructions for future occurrences. Following this support, the customer was able to continue using the pump without further issues.